Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: could you please provide more details for " some staplers deployed on the tissue"? Some staples deployed on the tissue, some staples did not deploy on the tissue as photo show. Was the staple line complete? No. Were there any staples missing from the staple line? Yes. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic low rectectomy surgery, after fired, noted that the tissue was not cut, but there were some staplers deployed on the tissue, then changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/16/2021. D4: batch # u5ck7n. H6: component code = mechanical (g04). Device analysis: visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were 3 staples partially formed inside of the pockets. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/13/2021. Per photographic evaluation: one photo was received. Picture provided shows the distal part of the device, with tissue present, the anvil fully extended, and a staple present on the guide face. The staple appears to be partially formed; this condition is consistent with an incomplete firing cycle; this could lead to an incomplete cut. The washer is present, but no clear view of the washer is possible, condition of the washer could not be assessed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.